Event description:
The customer reported that cap proficiency test for the dat b s on sample #6 failed to react positively with anti-human globulin anti-igg, -c3d, polyspecific art no. 804115100, lot 7913070-02. The customer has sent us neither the survey sample nor the complained reagent. Therefore, the retention sample was tested with the survey sample dat-06 of the quality control laboratory which has the same specificity as the control used by customer. The survey sample of qc reacted correctly positive with the affected lot of anti-human globulin anti-igg, c3d, polyspecific.